Manufacturer narrative:
Batch review performed on 09 january 2018 lot 166692: (B)(4) tems manufactured and released on 25 november 2016. Expiration date: 2021-11-08 no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient complained hip instability. The surgeon revised the patient swapping successfully the liner.